Event description:
It was reported to the distributor, that the hd camera head had no image. It was noted that the device worked without problems at first and the image disappeared in the middle. The issue occurred during a therapeutic transurethral lithotripsy and it was completed with a similar device. There was an unknown delay in the procedure. The procedure was at the end of (B)(6) 2023, exact date unknown. It is unknown if the device was inspected before use. The customer suspects the device was in use with an olympus urf-p7. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the head main body was flooded and cracked. It was also noted that the connector was cracked and the electrical contact was corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that water entered from crack on the main body temporarily leading to the image not displaying temporarily. The event can be detected/prevented by following the instructions for use which state: do not strike or drop the product. Water leakage could destroy electrical circuit inside the product. Olympus will continue to monitor field performance for this device.